Event description:
It was reported that a patient had multiple ineffective shocks on (B)(6) 2016 and the monitor sent a report to the system on the same day but the report itself was not received until december 28th, 2016. An investigation is required.

Event description:
It was reported that a patient had multiple ineffective shocks on (B)(6) 2016 and the monitor sent a report to the system on the same day but the report itself was not received until (B)(6) 2016. An investigation is required.